Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard device failure: package difficult to open

Manufacturer narrative:
H.3. Device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard unit package is not perforated. The following information was provided by the initial reporter, translated from japanese to english: customer reported that there are 50 pieces in a package, but they are connected from 2 to 5 pieces at most. There is no dotted line between the individual wrappings, so the wrappings do not come apart or unravel.

Manufacturer narrative:
Investigation results: the complaint that the adjacent unit packages were difficult to separate was confirmed and the cause appeared to be packaging related. Five photographs and eight sealed 24ga insyte autoguard units from lot #3165418 were provided for investigation. A visual and functional test revealed that the unit packages were properly sealed but not properly perforated between the sealed units. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.